Event description:
It was reported that the markerband has shifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon marker was shifted under fluoroscopy after inserting the device into the body. The procedure was completed using the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a wolverine pcb device was returned for analysis. A visual examination of the markerbands identified that the proximal markerband had moved in a distal direction towards the distal markerband. All blades were present and fully bonded to the balloon material. A visual examination of the balloon found no issues. The investigator dissected the balloon to have a closer look at the inner shaft. The inner shaft was noted to have been stretched when the balloon was cut open. No other issues noted with the device during product analysis.

Event description:
It was reported that the markerband has shifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon marker was shifted under fluoroscopy after inserting the device into the body. The procedure was completed using the same device. No patient complications were reported.